Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not provided.

Event description:
It was reported that the rn responded to the device alarming for air in line. Upon assessment, the nurse thoroughly inspected the tubing set and no air bubbles were found. The nurse changed out the pump module and puc, but the devices continued to alarm for air in line when there was no air visible in the tubing set. The nurse changed out the pump module and pcu a second time, but still no change, the device continued to alarm. The nurse finally changed out the tubing set and the device took another 10 minutes to stop alarming.